Event description:
It was reported that during a hand assisted right colectomy procedure, the device ripped. There was no metal contact. Another device was used to complete the procedure. There was no pt consequence.